Event description:
It was reported that during a procedure of the mid left superficial femoral artery, the absolute pro stent was advanced and deployed but under fluoroscopy the stent appeared to have deployed doubled-over itself at the proximal end of the stent. A second absolute pro stent was deployed overlapping the first stent to completely cover the target lesion without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age at time of event: patient age estimated; reported as mid (B)(6). The stent remains in the anatomy and the stent delivery system was not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported the absolute pro was used in the femoral artery. It should be noted the indications section of the absolute pro vascular self-expanding stent system instructions for states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. In this case, it cannot be determined if the off-label use contributed to the reported difficulties.